Event description:
A customer reported an issue with the touchscreen responsiveness of a pump, noting that the screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.